Manufacturer narrative:
Device received in a condition which made analysis impossible. The returned test strips were previously used as there is a reddish-brown liquid residue inside the dosing window and insertion marking on the electrodes.

Event description:
It was reported that the patient woke up around 8:00 a.m. On (B)(6) 2024 and attempted to test his blood glucose level multiple times, but the blood glucose monitor kept displaying a test error message. The last time the patient successfully tested his blood glucose level was the night prior to the event and the result was 175 mg/dl. The patient took his normal medication of labetalol 100 mg, nifedipine 90 mg, and 20 units of unknown insulin on the morning of the event. These were normal medications that he takes each morning. The patient experienced symptoms of very shaky, drowsy, and numbness in his limbs at around 9:00 a.m. The patient was unconscious for a few hours. His cousin found him passed out and was able to wake him up enough to get him to the car where he was transported to the emergency room by his cousin. The patient arrived at the emergency room at around 12:00 p.m. And his blood level was 293 mg/dl. The patient was treated with an IV of unknown fluids. The patient was under observation and treatment for 4 hours. The patient was released from the emergency room at around 4:00 p.m. When his blood level was back to normal with a result of 163 mg/dl.